Event description:
Additional information was received from the manufacturer representative (rep). Rep reported patient indicated when patient is laying down and going into upright position, patient feels the stimulation is not kicking in. Caller reports sometimes it takes about 1-1.5 hours before the stimulation kicks in. Caller reports the last interrogation, they did not check the position, but just re-orient the device, caller wanted to make sure it was done properly, and patient was happy with the stimulation. Caller reports about 2 weeks later, patient feels the adaptive stimulation is not working, only the lying to upright position. Caller reports patient is thin, not much room for the ins to be removing / flapping around. Caller reports patient is not a twitter. Caller reports they interrogated patient's device, caller reports patient is sitting, and adaptive stimulation is recognizing patient as laying down. Suggest patient lay down in exam room. Caller reports they are in a room currently do not have a table for patient to lay down. Caller reports t hey will go to the other rooms and check laying down. Caller wanted to know where to obtain the mdt data file. Provided the case number and who the reports should be sent to.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Attached questions that came from engineering about programming and amount of time the pt spent in lying positions. As of december 20, the pt indicates they do not spend that much time in lying positions. This was shared with engineering. Further investigation in progress. Agent asked engineering for next steps to take in this case.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were not feeling any stimulation in their feet and were having issues with adaptive stim (as) when laying down. The issue began probably 3 weeks or so ago. Patient had 3 'programs' and their right foot was less painful than the left foot. Their 'programs' needed to be broken down into 1 and 2. Patient normally had their stimulation on all day long. Patient's adaptive stim stimulation decreased when they would go to bed or lay down. Patient liked the fact that they could feel stimulation. Patient couldn't feel stimulation in their feet when walking around the house and the stimulation showed the exact same numbers as the day it was before. One or two of their programs didn't decrease when laying down so patient couldn't use stimulation going to bed. Agent redirected patient to their hcp to address the issue and agent provided nas phone number. Patient had an appointment tomorrow with one of the nurses in the clinic. Patient had shots in their back and patient needed to go in and report about what happened. Agent understood this as follow-up appointment. Pt in clinic today to troubleshoot adaptivestim (as) as caller indicates that not all of patients groups are adjusting to correct positions when as being used. Caller has been working with pt for 1-2 months with as it will be fine initially but then not adjust appropriately when pt goes home. Today in clinic, caller confirmed that position values are set as intended. Technical services (tss) had them look at cone sizes and expand lying back cone to be larger. Caller did set up reclining values as pt wanted different settings for that position. Had caller use test as feature to see if stim was changing as intended but caller said that stim was too intense when pt went to lying down position. Caller then went to try pt's controller and had pt get into different positions and positions were showing correctly and pt was getting stim they wanted and stim was adjusting to comfortable level when pt was lying down. Additional information was received from the manufacturer representative (rep). Rep reported that they did not know the cause of the adaptive stim issue. Rep reset all of the adaptive stim settings and it was working good. Additional information was received from the manufacturer representative (rep). Rep reported that when they saw the patient (pt) in clinic, the adaptive stim recognizes the position the pt was in appropriately and the amplitude changed appropriately before any reprogramming was done. Rep reported 2-2.5 weeks later when the pt was home, pt would make the change and an hour later the position change kicked in and caught the pt off guard. Rep reported this was happening from laying to standing. Rep reported the ins pocket was tight, with the patient being skinny and tall, with no room for the pt to move the ins around the pocket. Rep reported stability time was set to 0. Rep did not know if pt was checking the position with their controller when the change does not happen. Suggested session and mdt data file report. Suggest patient do a detail diary of the position, taking a screenshot with patient's phone. Mdt rep called back in again to report this patient is still having issues where they will not feel stimulation for a while when they go from laying to standing. When they do feel stimulation, it is "like a jolt". Rep states everything with adaptivestim is normal when meeting in the clinic. Ts reviewed checking the timing to change stimulation with position changes, as well as the angles. Ts sent email to rep to reply back with files. Rep plans to call back when with the patient. Ts also sent email to scs principal to escalate this case, if needed. Rep reports the patient is intense and frustrated.

Event description:
Additional information was received from the manufacturer representative (rep). Cause was due to battery was moving in pocket and not adjusting to the correct position. Rep stated they may need a pocket revision but that is up to the physician to see if physician is willing to revise the pocket. Additional information was received from the manufacturer representative (rep). Rep met with pt in clinic today to review adaptive stim (as) settings and issues patient has been having. Pt notes that since last clinic visit, his lying back position has been way too high and is the same as his upright position. Tss had them check pt's controller as response first. On group b upright, set values were showing as 10.0 and 10.8. When pt lay down, values were 9.8 and 10.2 (which pt usually wants minimal stim while lying down ~2-3ma). Similarly, upright values on group a were showing 8.5 and 8.1 and lying down showed 8.1 and 8.1 (again much higher than pt usually has settings when lying back). Pt has stim for foot pain. There aren't any concerns about ins moving around in pocket currently as it's tight in the pocket and both pt's remote and tablet tend to show correct positions when checked. No cycling is being used. Pt has tried dtm in the past but pt likes the feeling of stim which is why they're using low dose currently. Today impedances on used electrodes are around 1000-1200 ohms (impedances with electrode 0 are in the 3000's per caller). Interrogated ins with tablet. Caller did reset pt's lying settings back down to 2-3ma on groups a-c (lying back positions were all showing higher than expected). When using test adaptive stim feature, stim adjusting between upright and lying back as expected. Went to check on pt's remote. It was noted that when they first connected to controller, the position was showing upright but showing at lying back values though this may have been due to a delay when switching between the tablet to controller. Caller had pt lie down and position and intensities showing correctly and then when pt changed to upright position, then position and intensities were correct. Caller checked lying back position and intensities with all groups and consistently noticed that when a group was changed, the lying back position changed appropriately but when transitioning to upright, the position was correct but the intensities stayed at lying back level even after waiting for a few minutes. This only seemed to correct when the pt moved to lying position again and then to upright position and then the position and intensities were showing correctly. Also discussed the pt's report of delayed onset of stim that feels like jolting after a position change (typically front lying to upright) when stim change can occur 30 minutes or more after the position change has occurred. The pt hasn't been checking his controller when these events occur so it's hard to determine what's going on during these events. Tss reviewed that engineer will look at medtronic file and see what the report says.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.